Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker implantation procedure, it was attempted to connect the ventricular lead to the ventricular port of the subject pacemaker following connection of the atrial lead. However, when the physician rotated the ventricular set-screw with the screwdriver, he felt that the set-screw stopped being tightened from a certain point. For checking purposes, the physician rotated the atrial set-screw again to identify whether the screwdriver had any abnormality (although the atrial lead was already connected). The atrial set-screw was rotated properly. Again, the physician attempted to rotate the ventricular set-screw multiple times; however, no click sound was heard. Another pacemaker was implanted.

Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker implantation procedure, it was attempted to connect the ventricular lead to the ventricular port of the subject pacemaker following connection of the atrial lead. However, when the physician rotated the ventricular set-screw with the screwdriver, he felt that the set-screw stopped being tightened from a certain point. For checking purposes, the physician rotated the atrial set-screw again to identify whether the screwdriver had any abnormality (although the atrial lead was already connected). The atrial set-screw was rotated properly. Again, the physician attempted to rotate the ventricular set-screw multiple times; however, no click sound was heard. Another pacemaker was implanted.